Event description:
As reported by distributor, tubing from a fluid delivery set in a convenience kit is kinked, making it difficult to aspirate contrast and creating microbubbles. There has been no pt injury.